Event description:
The lay reporter/mother contacted lfs in 2009 alleging high readings on her son's one touch ultra easy meter. A medical surveillance specialist (mss) sent f/u questions and the customer care advocate (cca) was unsuccessful in getting a hold of the pt. The following info is based on the initial call: the incident happened four days prior to contact lifescan. The pt's son was hospitalized due to hypoglycemia. Her son became hypoglycemic two minutes after testing on his meter and obtaining a result of 8.0 mmol/l (144 mg/dl). The pt took his usual dosage of insulin prior to the symptoms. The pt's blood glucose was tested again and his reading was 8.3 mmol/l. The pt was taken to the hospital 30 minutes later and his reading was 1.3 mmol/l (23 mg/dl) on another co's meter and a 1.3mmol/l in the lab. It was documented that the pt did not receive any treatment in the hospital. The reporter mentioned that the meter had been displaying "normal readings" the entire time; however, a couple weeks prior to the event, her son experienced a similar situation; however, was not taken to the hospital. The reporter did not change or adjust her son's medication because she had thought his meter had been displaying a "normal reading" the entire time. The reporter thinks that he was probably taking insulin, when he may not have needed it. No further clinical info was provided about the incident. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, exact symptoms, how long symptoms lasted, and verify what the pt was treated in the hospital. It would have also been helpful to know what happened a couple of weeks before where the pt exhibited similar symptoms and was not taken to the hospital. A qc test was not done since the pt did not have any control solution. The product was replaced. The complaint is being reported since the reporter alleged that due to the elevated reading her son had taken insulin and ended up being hospitalized for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.